Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2008 with a 90% lesion in the calcified proximal to distal left anterior descending branch. The lesion was restenotic due to balloon angioplasty. The vessel was slight tortuous and diffused from the proximal portion of the target lesion towards the distal end of the vessel. It was also noted that there was 99% stenosis observed in the right coronary artery. Intravascular ultrasound was conduced and then a 2.5 x 18mm cypher stent was being delivered to the lesion, but the physician had difficulty delivering it. Therefore, pre-dilation was conducted several times, and the cypher was redelivered, however, it could not cross the lesion. The physician tried several times, but as a result of attempting the stent struts were flared (portion unknown). Pre-dilation was conducted again and sufficient indentation was achieved, so the delivery of the cypher was confirmed. Finally, the cypher was redelivered but it would still not cross the lesion. Consequentally, the cypher was retrieved from the patient and three new cyphers (unknown size) were implanted in the proximal to distal left anterior descending branch. The procedure was successfully completed. There was no patient injury reported. The physician did not indicate any anomalies prior to use.